Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the event was determined to have occurred due to the poor patient board set. The cause of the failure was not specified because no further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The monthly analysis report was checked for 12 months, and there was no increase in trend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a worn out video connector latch causing poor connection with pigtails, faulty patient board set, and a damaged programmable in- put processor (pip) connector. The software was up to date. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unspecified diagnostic procedure, the evis exera iii video system center was not displaying a image from the evis eus endoscopic ultrasound center. There were no reports of patient harm associated with this event.